Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an intermittent loss of sensing. "Intermittant lack of r wave sensing for no apparent reason." Lead removal suggested by manufacturer.~~~~~~~~